Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-01-23 reporting that the issues resolved when the ¿transmitter¿ (patient programmer) was replaced with a new one. It was unclear how these events are related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and spinal stenosis. It was reported that since (B)(6) of 2016, bumps in the car cause problems and the patient has to turn stimulation way down.